Event description:
It was reported via repair work order that the bed had intermittent power due to a loose power prong and it was also reported that the auxiliary power cord was missing a ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.